Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving an unspecified chemotherapeutic agent. After an unspecified length of time, fluid was noted at an unspecified location on the filter. The delivery was stopped. The chemotherapy was cleaned up according to the hosp's protocol. The filter extension set was replaced and the therapy was resumed. There were no reported adverse effects to the pt or the clinician.